Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) evaluated the subject device and confirmed that the bending section of the subject device was broken and the internal metal part was exposed from the bending section. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic combined intrarenal surgery using the subject device, the bending section of the subject device was broken because the subject device was forcibly removed with a stent from the patient by the operator. The procedure was completed with the subject device. There was no report of patient injury associated with the event.